Event description:
It was reported that the patient with this neurostimulator underwent an explant. The patient was experiencing extreme pain at the implant site 2 days after their procedure. The patient underwent an ultrasound and fluid collection was found behind the left side of the neurostimulator. The patient was prescribed 7 days of antibiotics. After the 7 days, the patient continued to experience pain. A week later, the patient was examined and there was no infection found. The patient is expected to fully recover. There were no device issues.

Manufacturer narrative:
Block e1: initial reporter phone field: (B)(6). Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4).